Manufacturer narrative:
A field service engineer (fse) confirmed the reported main arm error while at the customer's site. The fse aligned the main arm of the analyzer. The aia-2000 analyzer was repaired and returned to operational status.

Event description:
This report summarizes 1 malfunction events on the aia-2000 analyzer. The review of event indicated that the aia-2000 analyzer experienced tip detach error message, which caused delay in reporting of alpha-fetoprotein (afp) patient results. There was no indication of patient intervention or adverse health consequences due to the delayed reporting in patient results. None of these events necessitated remedial action to prevent an unreasonable risk of substantial harm to the public health.